Manufacturer narrative:
The insulin pump was received with cracked and bleeding on the lcd glass. Displacement, rewind, basic occlusion, occlusion, prime, and no delivery alarm tests were note performed due to the display anomaly. The device had cracked case at the display window corner, minor scratches on the display window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump experienced a display anomaly. The customer stated that the screen was partly black. The customer was also receiving the no delivery alarm on the insulin pump. The customer attempted to change the infusion sets and battery, but the issue persisted. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.